Event description:
It was reported that prior to use with bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in a foreign body in the needle. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package, she found a foreign body in the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that prior to use with bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in a foreign body in the needle. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package, she found a foreign body in the needle.